Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 71 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that after changing to a different box of infusion sets the customer's blood glucose stabilized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.